Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to infection. Component is not mpo: avantage e1 insert ø28 t.58 product ID: p0561e58 lot#: 770406 srnjr number: (B)(4). Side:r. Frasa: p2 - mild disease not incapacitating.